Event description:
Pacemaker implantation in '87 w/MFR's lead. Oversensing noted indicating possible lead fracture. Pt returned to or on 7/26/94 for lead & generator change. Pacemaker removed & lead was tested. R-waves were 4-6 volts, stimulation threshold 2.2 volts and current between 17 & 19 indicating lead fracture. Pt underwent insertion of new pacemaker system. Single chamber. Lead capped & left implanted.